Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Additional information has been requested; however, the reporter is unwilling to provide further information. (B)(4).

Event description:
An ophthalmologist reported intermittent episodes of toxic anterior segment syndrome (tass) that occurred and that are occurring in the hospital 7 days following intraocular lens (iol) implant procedures. Additional information has been requested; however, the reporter is unwilling to provide further information.